Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the reported event was likely procedure rather than device related.

Event description:
It was reported to nevro that a trial patient experienced pressure and pain at the lead incision site following an epidural lead placement. It was noted that the patient had similar experience with a prior non-nevro device implant. The leads were explanted and there was no report of further complication.